Event description:
On 03/14/2022 it was reported by an arthrex employee via sems that an ar-3200-0030 nasoscope console does not capture any images or movies. Replacing the handpiece did not improve this issue, both handpieces operate normally on different nano consoles. This was discovered during use in a procedure with no patient harm reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear on the som on the motherboard.